Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, the femoral head showed evidence of wear. The femoral head and acetabular cup showed evidence of multidirectional scratching and indentations. However, a conclusive root cause of the event could not be determined. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." Under warnings, number 3 states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Number 4 states, "malalignment of components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." Number 5 states, "complete preclosure cleaning and removal of bone cement debris, metallic debris and other surgical debris at the implant site is critical to minimize wear of the implant articular surfaces." This report is 1 of 2 MDR's filed for the same event (reference 3002806535-2015-00249 & 00250).

Event description:
It was reported that patient underwent a total hip arthroplasty in (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2015 due to armd.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implant date - (B)(6) 2008. Device availability - the device is reportedly available for evaluation; however, it has not been received by biomet (B)(4) to date. In the event that the device is received and evaluated, a follow-up report will be sent to the FDA to provide results. This report is 1 of 2 mdrs filed for the same event (reference 3002806535-2015-00249 & 00250).